Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803. 56 when additional reportable information becomes available.

Event description:
Doctor reported to a lensar sales representative that he keeps having issues with the laser imaging and identification. One case I witnessed the laser portion seemed to go fine and I stepped out of the room due to other rep traffic. And also became aware that dr. (B)(6) was performing an anterior vitrectomy. He wasn't sure where the vitreous came from and I asked if the patient had weak zonules which he agreed may be the case but wanted us to look at the laser files just in case.

Manufacturer narrative:
Laser system log files were reviewed and there was no evidence of a device malfunction. Review of the (B)(6) scans showed either vitreous coming around the lens into the anterior chamber or a ruptured posterior capsule with cortical escape. This was visible during the scanning process and was not caused by the laser system. This was not a laser related event there was no other clinical intervention required. The doctor also believed that the laser system did not contribute to the anterior vitrectomy event. Root cause: patient related event.

Event description:
Doctor reported to a lensar sales representative that he keeps having issues with the laser imaging and identification. One case I witnessed the laser portion seemed to go fine and I stepped out of the room due to other rep traffic. And also became aware that dr. (B)(6) was performing an anterior vitrectomy. He wasn't sure where the vitreous came from and I asked if the patient had weak zonules which he agreed may be the case but wanted us to look at the laser files just in case.